Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen superslim electrode was used during a hepatic radiofrequency ablation (rfa) procedure in (B)(6) 2013. According to the complainant, the rfa procedure was completed without any patient complications. However, six weeks after the procedure the patient started to experience pain in her abdomen. Approximately 6 to 8 metastases were found in the patient¿s abdomen. The physician believes the metastasis occurred because the original lesion was located on the surface of the liver, and malignant cells were deposited along the leveen needle tract during the rfa procedure. The patient¿s current condition was reported to be ¿very good.¿

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, it was confirmed that the device was not used past its expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.